Event description:
Additional information was received which indicated the rv pace impedances have been spiking to out of range values more frequently. The values have fluctuated between approximately 700 ohms to greater than 3000 ohms. At this time, the system still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information when a health care professional (hcp) called to report that the clinic received an alert for this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead. The alert indicated that the rv pacing impedance measurements were greater than 3000 ohms. The patient was then seen for an in-clinic device check and no out of range impedances readings were observed. Slight noise was seen when the patient would push his palms together or while hugging himself. Boston scientific technical services (ts) reviewed the alerts through remote monitoring. On (B)(6) 2017 there was a lead check notification due to an abrupt change in the rv pacing impedances that occurred in the past seven days. Then on (B)(6) 2017 the impedances went out of range. Pacing threshold and r-wave measurements have been stable and consistent. Impedances taken during the in-clinic check were 809 ohms. Ts discussed since good measurements were observed during the in-clinic device check with only an impedance rise and no episodes with noise, this could be indicative of an intermittent contact with the spring contacts. Ts recommended keeping remote monitoring alerts programmed on to pick up other signs of a potential lead problem and to continue monitoring. No adverse patient effects were reported.